Manufacturer narrative:
Date of event: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 85669 with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® blood alcohol determinations sodium fluoride, potassium oxalate had foreign material in a vacutainer tube. No serious injury medical intervention.